Event description:
The following information was received from a foreign distributor in (B)(6). "(B)(6) 2015 10:00, the hospital staff called in (B)(4) field service that one of vela on the patient had a symptom of auto trigger sometimes, and it was not resolved even they connected to the test lung. They have substituted this to other vela they have. (B)(6) 2015 14:30, (B)(4) filed service confirmed the alleged event is 100% reproducible, and took the vent to evaluation. Allegation of patient harm? No."

Manufacturer narrative:
The distributor reported that the age of the patient was between 60 and 70 years and the weight was between 100 lbs to 120 lbs. (B)(4). The foreign distributor evaluated the device and determined that the reported event was caused by a malfunction main board. The foreign distributor replaced the main board with one from their stock. Not related to the reported event, the distributor identified that the turbine needed to be replaced. The main board will no be evaluated by carefusion because it was scrapped by the foreign distributor.